Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the procedure was completed as planned. A philips field safety engineer (fse) inspected the system onsite and confirmed that the touch screen module (tsm) was not booting up. The engineer replaced the tsm and swapped the existing ethernet switch with correct size switch. After the troubleshooting, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the touch screen module (tsm) was not booting up the device was inside clinical use at the time of the event. No patient harm was reported. A philips engineer visited site and replaced the ethernet switch and the tsm. The device was returned to expected functionality.